Event description:
End-user reports red bumpy rash that started around (B)(6) 2013. End-use reports that this issue started as one (1) red bump under right lower corner of wafer's tape border, but currently the bumps have now began to itch and are more widespread extending outward beyond wafer.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. It is reported that end-user cleanses skin with dial soap; allkare adhesive remover and eakin cohesive seals. End-user states that there is no change in medications, and takes no antibiotics. End-user also states that there is no stool leakage under wafer. End-user was advised to use an otc antifungal powder, and was provided instructions in crusting techniques by using a protective wipe or spray. Lastly, end-out was instructed to notify convatec within one (1) to two (2) weeks if condition does not improve. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.(B)(4).